Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the connector pin was broken. The patient has been without stimulation and believes ins is "out of juice". No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they had a bad connector which led to the patient not being able to get stimulation to work and ins to run out of "juice". The patient reported the replacement desk top charger resolved their issues. Patient was (B)(4) at the time of event.